Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using too long of an implant or placing the implant too deep and possible implant late loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (middle): ifuse implant, p/n 7040-90, lot# 166188, mfd. 10/24/13, exp. 2018-10-24, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7050-90, lot# i0811, mfd. 08/30/13, exp. 2018-08-30, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2014 where three implants were installed. The patient later reported to a different surgeon with complaints of continued radicular pain. The surgeon determined that the middle implant may have been loose and that the inferior positioned implant had breached the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed both the middle and inferior positioned implants using chisels and installed two new implants of the same type in new positions. The patient was doing well following the procedure.